Event description:
Reporter alleged the needle from the safe-t-pro plus was exposed out of the box. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device. Reporter stated that he discarded the products, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.